Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and high pacing threshold. This lead also exhibited poor sensing issue. The lead was explanted. No additional adverse patient effects were reported.